Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) unit displayed a docking issue due to international documentation and had a blocked status. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) recommended that the cardiosave intra-aortic balloon pump (iabp) unit be returned due to the unit displaying a docking error. Complaint was verified for the docking station malfunction. The handle of the console is scraping against the cart, resulting in the blue paint of the handle being scraped off. Since there was no patient involved and no adverse event was reported; as per process the pump will be store in secure area for 30 days after the investigation is closed and then it will be discarded. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).